Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was reviewed and confirmed the device becomes seized when in use. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device was reviewed and confirmed the device becomes seized when in use. A complaints search identified similar complaints received. It should be noted the device was manufactured on sep 2013. The device shows signs of heavy usage. Root cause attributed to the device being worn from normal use and servicing the device shows signs of heavy usage and wear as per work instruction (B)(4). No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4).

Event description:
Did a noiles / lps case yesterday at (B)(6). The following instruments from the loan kit need looking at 865226 stem trial extractor ¿ tip is bent. 217863134 sleeve clamp ¿ locking handle doesn¿t appear to be working correctly. 217863136 hudson adapter ¿ not locking onto the revision reamers.